Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not working as expected. Ventec was advised that the device "does not alarm. Alarming oxygen concentration." No further details or clarification was provided. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: ventec has made multiple attempts to contact the initial reporter asking if the device will be returned for an evaluation, however, no response has been received. In the event that additional information is provided, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for an evaluation. The cause of the reported issue could not be determined.